Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex doudenal stent has been implanted to treat a malignant gastric outlet obstruction in the duodenum during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was fully deployed. However, after deployment the physician had concerns that the stent did not fully expand. Reportedly, the stent left implanted and the physician did not take any action to expand the stent. The stent was not removed and it was reported that the stent has since fully expanded. There were no patient complications reported as a result of this event.